Manufacturer narrative:
Two (2) new list # (B)(4), conector macho cerrado spinning spiros®, tapon purpura; lot # 4559575, two (2) new list # (B)(4), conector macho cerrado spinning spiros®, tapon purpura; lot # 4374157, and two (2) new list # (B)(4), conector macho cerrado spinning spiros®, tapon purpura; lot # 4429926 were received for evaluation on (B)(6) 2020. Each of the new (B)(4) spinning spiros were inspected and pressure leak tested and each met pressure leak expectations outlined in the product performance specification. No mating devices were returned to evaluate with the new (B)(4) spinning spiros assemblies. The complaint was unable to replicated or confirmed. The device history reviews for lots 4559575, 4374157, and 4429926 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Possible lot #'s: 4374157, mfg date: (B)(6) 2019, exp date: 2024-09-01 ; 4559575, mfg date: (B)(6) 2020, exp date: 2025-01-01; 4185633, mfg date: (B)(6) 2019, exp date: 2024-07-01; 4429926, mfg date: (B)(6) 2019, exp date: 2024-11-01

Event description:
The event occurred on an unknown date in (B)(6) 2020. The event involved a conector macho cerrado spinning spiros®, tapon purpura that the customer reported they placed the spiros at the end of the system to connect to the patient¿s extension was scratched inside which caused serum leakage. The drug involved in the incident was oxaliplatin. No more information was provided.